Event description:
Through the clinical study of sternalock blu a revision was reported due to cardiac tamponade; defined as "a pericardial effusion with enough pressure to adversely affect heart function." The patient underwent aortic valve replacement, aortic root replacement, and coronary artery bypass graft on (B)(6) 2015. The post-operative course was complicated with low cardiac output; however, the patient recovered quickly and became stable enough to transferred to a different floor. During his recovery the patient had a syncopal (fainting/passing out) episode. A transesophageal echocardiogram (tee) showed moderate pericardial effusion. The patient began complaining of fatigue. The surgeon decided to evacuate the effusion in the operating room on (B)(6) 2015. During the revision surgery the surgeon identified a moderate amount of old clots and blood, there was no active bleeding. All plates and screws were removed during this procedure and the patient's sternum was closed with wires.

Manufacturer narrative:
There is no indication the implants were not functioning as intended or were removed for any reason other than the patient's medical condition. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event.